Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, lead placement was repeatedly attempted, but it could not be affixed. The lead was eventually removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.